Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log file review was requested which revealed an emergency backup battery (ebb) fault after the system controller attempted a self test. The system controller was exchanged. The system controller maintained pump speed until the driveline was disconnected.